Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated they lost their controller in a move, so they forgot about their implant for the last 3 months. Patient said they didn't think anything about the implant until yesterday when they started getting a tingling sensation in their back where the implant was, which they thought was odd since the implant shouldn't be charged. Patient said they were still feeling the tingling, but it was nothing major, just a very light tingle. Patient said they then found the controller and plugged controller in to ac power supply and reported memory problem, data has been lost, repeat the set up process. During the call, agent walked patient through setting date and time. Agent reviewed to let controller charge from ac power and then try to charge the implant again and reviewed no device found troubleshooting (patient confirmed they saw no device found on the call). The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. When asked managing doctor, patient didn't know but provided implanting doctor name.